Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient information was deleted possibly due to software glitch. The correct information was eventually repopulated. The patient¿s condition was stable.